Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter alleged that the "pump failed not working and deleted everything when he changed battery". There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged issue may impact insulin delivery

Manufacturer narrative:
Device evaluation: the transmitter has been returned and evaluated by product analysis on 07/12/2017 with the following findings: a review of the black box history revealed no activity related to the event. During investigation, the pump maintained patient history and settings when the battery removed. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The complaint was not able to be duplicated or confirmed during investigation. There was no defect found.